Event description:
Caller reported blood glucose result of 275 on the compact plus system, lab result of 68 mg/dl within 10 mins. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.